Event description:
Boston scientific (bsc) crm received information that this dextrus right ventricular lead was exhibiting noise. Additionally, the lead had low r-wave measurements. The device set screws were checked and appeared to be secure. Therefore, repositioning of the lead was going to be attempted, however, the helix was not able to be retracted. The lead was extracted and was destroyed in the process.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.